Event description:
During recharging sessions (dates were not provided), the patient's skin became too hot and blisters had formed. A message displayed on the information screen that indicated the device was too hot to work properly. The patient used various types of spacers (e.g., wash clothes, extra layers of clothing and application of baby power), over the area of implant during recharging but the device continued to become too hot. The physician had been notified and the patient was given a new recharger system without improvement. Additional information has been requested from the physician.